Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a prime (loss of prime) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box data revealed records of loss of prime with both low and zero force readings. On investigation, rewind, load and prime steps were successfully performed without alarm. The pump was exercised for 24 hours without any loss of prime incidents. The force sensor was evaluated and found to be operating within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.